Event description:
Initial result for a pt calcium was 10.8 mg/dl. When repeated, the result was 8.1 mg/dl. The incorrect result was not reported. The field service representative was unable to confirm any malfunction of the system.